Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump was rebooting. The reporter noted that the battery compartment was cracked. The reporter stated that the battery cap was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of power reboot two days after the complaint date. The pump powered up with the returned battery cap and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened to further investigate and no internal issues were found. The investigation was unable to duplicate the reported power issue. Unrelated to the reported power issue, it was observed that the verify screen was dim and discolored and the battery compartment was cracked from the threads to the base seal.